Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, additional information was received on 10/29/2020. The patient¿s mother reported that after the patient went to urgent care on (B)(6) 2020 where an x-ray confirmed the retained wire, the patient had numbness and tingling in the arm. On (B)(6) 2020, the wire was surgically removed with unspecified anesthesia. Two incisions were made on the right arm, one for wire removal, and one for the camera. After surgery the area was healing well, and the patient had minor itching from the surgical glue at the site. The allegation of a detached wire was confirmed based on the successful surgical removal of the sensor wire with unspecified anesthesia on (B)(6) 2020. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s parent stated upon sensor pod removal, the sensor wire remained in the skin. A healthcare personnel (hcp) was consulted and an x-ray image showed the sensor wire under the skin in the shape of a number ¿7¿ near the insertion site. At the time of the report a procedure to remove the sensor wire was scheduled for (B)(6) 2020 but had not occurred. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.